Event description:
Whole blood patient sample tested with triage cardio profiler which gave elevated cardiac marker results of troponin I (tni) = 0.73 ng/ml, ckmb= 12.3 ng/ml. Serum sample tested 6 hours later with advia cp gave normal levels of tni <0.05, ckmb = 0.8 ng/ml.

Manufacturer narrative:
Product support testing of retained samples with returned specimens observed a reduced ckmb and tni signal when specimens are treated with hama-inhibitor. Data suggests elevated results observed by customer were the result of heterophilic antibody interactions with these specimens. A corrective action is in process to lower the cut-off specification for the high non-specific binding (nsb) spot. Resulting in future lots giving an error message based on the high amount of non-specific binding with this type of specimen.